Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post a coronary stenting treatment procedure, the patient expired. A 24x2.25mm taxus liberte atom stent delivery system (sds) was implanted in an unspecified target lesion. After the procedure, the patient complained of chest pain. The next day the physician performed a follow up angiography and the patient expired that same day.